Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported problem was able to be reproduced through troubleshooting of the device. A review of the event history log revealed multiple improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a dried liquid substance on rear case pins which resulted in depressed pins. The cleaning of pins was required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during testing at the operating room department. There was no patient involvement. No additional information is available.